Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The analysis found that the device had multiple components that had broken off: the mandrel cap, the spring and the battery door hook. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device stopped working. Another battery was installed onto the handpiece. Error tones were heard or red lights were observed. Nothing completely broke off from the device. Another device was used and worked fine. Based on the investigation, the mandrel cap had slightly cracked and had disengaged. The spring had also disengaged. There was no patient injury.